Event description:
Ous MDR - after an implantation period of 68 months ventricular oversensing with aborted shocks was reported via homemonitoring. The lead was explanted and returned for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 20 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received. The lead body of the proximal lead fragment was multiply severed. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular approx. 8 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of noise which led to vf detection as reported in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Constant friction against another implantable device or interaction with modified tissue should be taken into account. Further analysis demonstrated a deformed shock coil which most likely occurred during the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem.